Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the complaint description states that during surgery, the screw was paved. There seemed to be a defect on the screw thread of the glenosphere. The device associated to the complaint was returned for analysis. The tread m5 x 0.8 of the screw is damaged, possibly due to an assembly not in the axis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lotcombination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. His deterioration could have occured due to an assembly that was not in the axis. Device history lot the DHR analysis performed for batch (B)(4) did not reveal any anomalies that could be related to the issue reported on the complaint. 30 parts were manufactured per specification. This batch was manufactured in (B)(4) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intervention, when the glenosphere was screwed to the metaglena, after few screwdriver rounds, the fixation seemed optimal. Turning the screwdriver, the screw was paved. It seemed to be a defect on the screw thread of the glenosphere. The intervention was concluded changing the glenosphere.